Manufacturer narrative:
On (B)(6) 2016 - this device was found at eri status again. The device was reset again. Upon talking with the patient, it was found that she used battery powered head phones for watching tv. The battery pack lays over her device through out the time she is watching tv. It is believed this is causing emi and causing false eri readings. On (B)(6) 2017 - per biosmart, this device was explanted and replaced. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned follow-up data from (B)(4) 2016 have been analyzed. The analysis did not show any anomalies. However, based on the information available an early depletion of the battery cannot be excluded. An analysis of a ram dump of the ICD or of the device itself would be necessary in order to obtain further information. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned follow-up data revealed no peculiarities. However, early battery depletion cannot be excluded based on the available information. Should further relevant information become available, like an ICD ram dump, please return it to biotronik for analysis and this investigation will be updated.

Event description:
Device was found to be in eri on (B)(6) per home monitoring. Last follow up had device at 60% battery remaining. A reset was performed on (B)(6) and successfully put the device back to 60% remaining. No ram dump was taken at this time. In home monitoring on june 10 an alert came through stating the device was at eri again. Rep was able to reset the device and the battery percentage went back to 60%. Device remains implanted.